Event description:
Event description guidant received information that this chronic ventricular implantable lead was connected to a new, competitive implantable cardioverter defibrillator (ICD) and defibrillation threshold testing (dft) was undertaken. A shock was not successfully delivered and an error message was displayed due to a low shocking lead impedance measurement. A new ICD was implanted and another test completed with the same result. This lead was surgically abandoned and no new lead or ICD was implanted at that time.